Event description:
During a knee scope it was reported that the device was sparking and grinding. A back up device was available to complete the case and there were no reported patient injuries or complications. There was a reported 3 min. Delay.

Manufacturer narrative:
Although anticipated, the device evaluation has yet to begun. When the investigation results and conclusion are completed; a supplemental report will be submitted.(B)(4)

Manufacturer narrative:
The returned device was received and evaluated. A functional test has confirmed that the motor has seized which would account for the reported grinding noise, however a visual inspection did not find any evidence that would support the report of ¿sparking¿. No burn or scorch marks were found anywhere on the unit. The cable was removed from the motor housing, all interconnect wiring was found to be in good condition however, corrosion was found at the base of the motor. It appears that this unit has leaked over time from exposure to cleaning and sterilization. Shipping records show that this serial number was originally shipped to the reporting customer on (B)(6) 2013. The complaint investigation has concluded that this unit has succumbed to expected wear and tear.